Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008, after the use of the product.

Manufacturer narrative:
Medical records were received on (B)(6) 2014 and medical review is pending. A follow medwatch will be submitted accordingly. This is one event (cardiovascular) for the same pt involving two separate products: associated MDR #1225714-2014-01015.